Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #:(B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient developed a scar tissue on top of the ipg causing it difficult to charge. The patient underwent an ipg revision procedure wherein the scar tissue was removed. The patient was doing well postoperatively.